Event description:
The premicath catheter was placed on (B)(6) 2022. When the catheter was removed, it broke off. The remaining catheter was successfully removed on (B)(6) 2022. The remaining catheter fragment had to be removed by surgical intervention."

Manufacturer narrative:
The failed sample will be returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Manufacturer narrative:
This complaint is not confirmed. We've received two catheter fragments. The distal part (approx. 11 cm), which was removed one day after the catheter snapped extracorporeally and the proximal part of the catheter (starting at the 12 cm marking). Consequently approx. 1 cm of the catheter tube is missing. Microscopic examination shows a rough surface of the breakage area of both catheter fragments. This is a typical sign for a tensile fracture. Furthermore, several mechanical damages were visible at the proximal end of the distal fragment, which probably can be attributed to the removal of the catheter fragment. It can be excluded that the catheter was damaged in this way during production. Moreover, partial fibrin formation can be seen in the proximal catheter fragment which may indicate difficult removal of the catheter. The distal fragment is occluded in various areas (blood, drug?) Including the catheter tip. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. The tensile force of the involved batches was between 4.48 n and 5.41 n and thus within our specification (1.5 n). There are no further complaints for batch 050422gq and 11 further complaints regarding a snapped catheter on code 1261.306 within the last three years. This type of defect is included in the risk analysis. Its occurrence rate and the risk evaluation are acceptable. No further corrective action initiated by quality management as there are no indications of a manufacturing fault.

Event description:
The premicath catheter was placed on (B)(6) 2022. When the catheter was removed, it broke off. The remaining catheter was successfully removed on (B)(6) 2022. The remaining catheter fragment had to be removed by surgical intervention."